Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed a chronic subclinical infection, which led to urethral erosion and migration of the cuff into the urethral lumen. The aus was explanted without replacement, and a healing period was indicated. No additional patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was visually inspected and leak testing. Cuff passed visual inspection and leakage test. Additionally, the pump passed visual inspection, leakage and functional test. Upon visual inspection, the balloon was found to have a tear on its shell, caused by damage from a tool or sharp instrument. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed a chronic subclinical infection, which led to urethral erosion and migration of the cuff into the urethral lumen. The aus was explanted without replacement, and a healing period was indicated. No additional patient complications were reported.